Event description:
After successfully flushing the right upper extremity hanging antibiotics and PICC lines, the patient called the nurse back into room 20 minutes later. Upon entering the room, the nurse found the patient with blood all over their gown and right upper extremity. The nurse immediately applied pressure. When she removed the bandage, she found the blue portion of the PICC line had broken in half. The white and red parts were still connected to half of the catheter. A stat chest x-ray was ordered which showed 20 cm of the catheter remaining in right upper extremity going into the right ventricle. The patient, who had stable vital signs, was prepped for the removal procedure. The PICC fragment extended from the right axillary vein to the right ventricle. A snare was advanced and used to grasp the PICC fragment. Both the PICC fragment and the sheath were removed. The patient tolerated the procedure well and there were no immediate complications. The lot and serial numbers are not available for this device.